Manufacturer narrative:
An event regarding the appearance of discolored ha coating of a accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the returned device was carried out. This noted the ha coating section of the stem looked tan in color. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced conclusions: a nonconformance was issued and concluded the device was not manufactured to specifications.

Event description:
Rep reported: while opening the #5 132 degree accolade ii stem, a discoloration of the stem was observed. The doctor was notified and the stem was immediately set aside and another stem was opened it it's place. At no point did the discolored stem come in contact with the patient.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Rep reported: while opening the #5 132 degree accolade ii stem, a discoloration of the stem was observed. The doctor was notified and the stem was immediately set aside and another stem was opened in it's place. At no point did the discolored stem come in contact with the patient.